Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and alleged possible over delivery anomaly. Th customer blood glucose was 70 mg/dl. The event involved product(s) mmt-1812. Troubleshooting was performed and confirmed that, reservoir was showing less insulin than what was shown on the status screen. No further patient complications were reported. No product return is required for mmt-1812.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer said pump did not suspend after delivering insulin. No treatment was given for the low. Customer just monitored the pump to make sure it did not deliver more insulin than required. Customer reported software damage to the pump that occurred on (B)(6) 2025. Reservoir is showing less insulin than what is shown on the status screen. Customer stated the reservoir was not pressed/pushed/adjusted while connected at time of incident. Pump was used within 48 hours of the low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.